Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer tested the drawer in hardware test application and noted that the pockets were not opening in the drawer. The back panel was opened, and the row board connector was found broken on the drawer controller board. The drawer controller board was replaced, and the drawer was tested in hardware test application with no further issues. The system functioned as intended after the field service engineer repaired the device.